Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner coil near the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The implanting physician stated the patient¿s subclavian vein was extremely narrow, which dificulted the lead placement. The vein anatomy was suspected to cause a kink in the lead body and prevented the helix deployment. The lead was removed and replaced prior pocket closure. No adverse patient effects were reported.